Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental report will be filed.

Event description:
A 77-year-old female patient was treated with percutaneous coronary intervention due to acute myocardial infarction/cardiogenic shock as part of a clinical trial. An impella cp cardiac pump was inserted for hemodynamic support. After removal of the impella cp, a hematoma formed at the access site. Two units of red blood cell concentrate were administered to treat the blood loss. The patient recovered without residual effects.